Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main had a drawer jam. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had jammed. A field service engineer (fse) addressed an issue with drawer 4.1, a half-height enhanced drawer that was off the bus. The retractor band was replaced, and multiple drawer firmware updates were performed. The drawer was successfully tested in hardware test application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.